Event description:
It was reported that during a low anterior resection procedure, the surgeon was unable to remove the device after it was fired. The surgeon forced the instrument open with retractors, but the anvil detached from the trocar and stayed in the bowel. The anvil was removed by opening the bowel. The patient was given an ileostomy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Anvil not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Was the device being used as part of a clinical study? No your report seems to indicated that the surgeon used a retractor to open the device ¿ is that correct? That is not correct. Was the ileostomy planned as part of this procedure? No. Is this a temporary or permanent ileostomy? Temporary. If temporary, when is the surgeon planning to reverse it? Spring 2011. Non-identifying patient information- age, sex, weight, height, pre-existing medical conditions. Hospital policy. What was the condition of the patient following surgery ¿ stable, discharged, critical ¿ please explain? Discharged. Please confirm if the surgeon opened the device as per the IFU: yes. Open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. Yes. To ensure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. Yes.

Manufacturer narrative:
(B)(6). Additional information received on 12/16/2010: response provided by the surgeon; this is the only feedback we will be getting. Surgeon who used the device followed the steps for usage exactly. [Device] did not cut the entire diameter. We had to try and find a way not to tear the anastomosis, especially on a young patient at the beginning of their 40th year. It was a very difficult case. The fact that [surgeon] did a colostomy to get the device out, [was that surgeon] saw the opportunity to reverse it later. The ileostomy is temporary.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: how was the procedure done? Open. What device was used for the proximal and distal transaction of the bowel? Proximal tlc and distal cs40g. What colour was the reload used? Proximal blue and distal green. On what tissue type was the device used? Bowel. Does the surgeon normally use a purse string technique? Yes. If yes, what technique does the surgeon normally use of left colon procedures (i.e. Hand tied purse string; purse string device; triple staple technique)? Triple staple technique. Did the surgeon use a purse string technique in this procedure? Yes. Was the spike of the trocar inserted through the bowel lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Unk. When the device was fired, what was the location of the indicator within the gap setting scale? Yes. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Yes. How did the surgeon confirm the device was fully fired (i.e. Crunch heard; compressed until unable to fire any further, etc)? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from tissue? Yes. If yes, how many counter-clockwise revolutions were used to open the device? 1/2- 3/4. What steps were taken to confirm a successful anastomosis (i.e. Leak test, donut confirmation, etc)? Unable what were the indications for surgery? Lar. What was found? Unk. Does the patient have any relevant history of surgical treatments? Unk. What are the surgeon¿s pre-op and post-op regiment? Unk. Did someone other than the primary surgeon fire the device? Yes. If yes, whom? Surgeon no.2. Was there a recent conversion to ees devices in this account /surgeon? No. Is there any other additional information you would like to share about this device/procedure? The anvil what not return. Garbage by mistake.